Event description:
Pt was implanted with click'x construct at l5-s1 on (B)(6) 2011. One month f/u x-ray show the rods have slipped out of the click's pedicle screws. The surgeon plans to revise the pt. This report is # 7 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.